Event description:
Boston scientific received information that low pacing impedance measurements and noise were observed on the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead. Atrial tachy response (atr) episodes were also noted. Additional information further confirmed oversensing; however, all measurements were within normal range with no pacing inhibition that resulted to asystole. The device was reprogrammed and the ra lead was electrically deactivated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.